Manufacturer narrative:
Per (B)(4) initial report. It has been confirmed that patient medical history, operative notes and the explanted devices cannot be provided for this event, however, x-rays have been provided which will be reviewed. Details will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision after approximately 1 year and 11 months due to the patient experiencing pain.

Event description:
Metafix collared / trinity revision after approximately 1 year and 11 months due to the patient experiencing pain.

Manufacturer narrative:
Per (B)(4) final report. Patient medical history, operative notes, the explanted devices and an update on the patient post revision could not be provided and thus the investigation of this event was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported pain has not been determined. This case is therefore considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.